Event description:
It was reported to resmed that when the caregiver moved the trolley holding the astral device she accidentally disconnected the expiratory valve block causing the device to alarm and stop ventilation. There was no pt injury reported as a result of this incident. The pt was manually ventilated while the device was reassembled.